Event description:
The following has been reported by customer: upstream sensor replaced calibration performed all tests performed. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.